Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends for the reported issue for these lots. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 4 suspected false positive sars results. Customer has not tested with any other brand rapid antigen or had confirmation testing performed. Customer just feels they are false positive. Report 3 of 4.